Event description:
According to the reporter, one day postoperative to lower uterine segment cesarean section, the absorbable suture of the skin in the upper 1/3 of the abdominal wall incision was disconnected by itself, and the skin edge was separated by about 1.5cm. A butterfly tape was used to close the incision, changed dressings, and kept the abdominal wall incision dressing dry. On the seventh day after the operation, the skin edge of the abdominal wall incision was separated by about 0.5cm, and the rest of the abdominal incision healed well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.